Event description:
Additional information received stating the stent had opened, and the device had become jammed, preventing implantation of the stent. A second stent had also been opened but was not implanted. The reason for not implanting the second stent was unknown. There was no patient impact.

Manufacturer narrative:
Additional information was provided in b.5., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of stent had jammed and could not be released from the delivery system. Additional information was requested, none received till date.